Event description:
The following has been reported: nurse reported: "fluid leaking out of top port on cassette. Product removed from patient care." Patient harm: no infusion stoppage: no. On (B)(6) 2025- nurse reported: I sent in this tubing set. It was the secondary port of the cassette that was leaking. The tubing did not have any other ports. A preliminary review identified the following issue: administration set leak. (External part) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. When attempting to prime the unit, drops were coming out of the secondary port. An underwater leak test was performed, bubbles were coming out of the male luer lock cap in the secondary port. In the dye test, liquid came out directly from the male luer lock cap. The cap was detached from the cassette for microscopic evaluation, and a little hole was noticed in the centered part of the piece. The defect is related to short shot issue on the secondary luer wich is supplier related. The customer complaint is confirmed. The current controls include 1) visual inspection is made to the component at incoming inspection area, 2) 100% leak and occlusion test are performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 3) quality sampling for final physical testing, for performing a flow and underwater leak tests. The batch review could not be performed as the affected batch was not provided.